Event description:
It was reported that this had experienced pain, chest pain and went to the emergency department, where it was noted that there had been a heart wall perforation. The patient fainted, threw up and needed additional medication. In addition, the patient went into shock and had involuntary urination and defecation. An emergency procedure was performed and a lead was repositioned. This lead remains in service. No additional adverse patient effects were reported.